Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was 574 mg/dl at the time of admission. The nurse reported the customer had diabetic ketoacidosis. It was also found the customer did not feel well, prompting the hospitalization. The nurse also reported the customer was treated with 10 units by IV and an insulin drip. Troubleshooting was not completed as the customer declined to check for the presence of leaks or air bubbles. It was also found the insulin pump passed a high pressure test during troubleshooting. The customer was advised the insulin pump was working as designed. Customer's current blood glucose was 225 mg/dl. The insulin pump will not be returned for analysis.